Event description:
Patient had been transferred from one facility to another facility and was initially using an ms26 syringe driver. The new unit did not have a syringe driver and staff borrowed a pump from the cancer unit. An ms16a was used and patient received an overinfusion. (Ms26 set in mm/24hrs & ms16a set in mm/hr).